Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 8.7 cm abdominal arotic aneurysm in 2002. Vessel morphology at the time of implant is unknown. It was reported that approximately one month ago, the stent graft had migrated. The physician elected not to perform any intervention as of this report, and no further details were available.

Manufacturer narrative:
Results: (unknown cause of migration). Conclusion: other (unknown cause of migration).